Event description:
I had 3 treatments of skin damage caused by sylfirm x radiofrequency microneedling. Last treatment end (B)(6) 2024. I reported looking worse and was told to have more which I refused. Damage continued. Over 10 wks I aged 10 years. Severe fat loss, burning, tightness, inflamed skin, large pores and texture from scarring. My skin was very sore, thin and became stretchy, detaching from my face. (Also experienced systemic effects, fat loss to hands and feet. My speech is occasionally slurred. I've checked everything including an MRI to brain. I'm testing positive ana. The injury from sylfirm x, I believe caused acute inflammation cascading to a damps response and causing ana. I'm yet to know what is causing my slurry. I've had a lot of fat transfers and require a face lift. My skin is not the same anymore. I also no longer sweat or produce oil glands on my face. I have plastic surgeon and dermatologist confirming damaged based on photos, symptoms and visual damage.